Manufacturer narrative:
(B)(4). Date sent: 02/01/2023. Additional information: DHR (device history review) completed for lot # 913a28. Please see h4.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2023 d4: batch # 913a28 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer was present with an off-center cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the knife was noted to be bent. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 913a28, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the event took place. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: could you please provide more details for "only half the circumference of the large intestine was fused"? The staples connected only half the circumference of the large intestine. The remainder was not stapled and the intestine was not stapled. Staples were not visible in the operating field. According to the surgeon, some of the staples did not leave the stapler. Was the staple line complete? No. Were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? B-formation. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. Could you please clarify if there were any patient consequences? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when the shot was fired properly, the tissue was cut, but only half the circumference of the large intestine was fused.